Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Further detailed analysis was performed, and a high current drain was detected, but the battery still supported full device function. The identified high current drain was a result of a compromised capacitor, and it was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise. Device interrogation identified shock impedance measurements were greater than 200 ohms. Poor sensing was also observed. An x-ray was performed which confirmed the electrode terminal pin was under inserted. A revision procedure was performed, and the electrode was successfully re-inserted into the device. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise. Device interrogation identified shock impedance measurements were greater than 200 ohms. Poor sensing was also observed. An x-ray was performed which confirmed the electrode terminal pin was under inserted. A revision procedure was performed, and the electrode was successfully re-inserted into the device. No additional adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Further detailed analysis was performed, and a high current drain was detected, but the battery still supported full device function. The identified high current drain was a result of a compromised capacitor, and it was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received an inappropriate shock due to oversensed noise. Device interrogation identified shock impedance measurements were greater than 200 ohms. Poor sensing was also observed. An x-ray was performed which confirmed the electrode terminal pin was under inserted. A revision procedure was performed and the electrode was successfully re-inserted into the device. No additional adverse patient effects were reported.